Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the cause of the reported slda and unspecified tissue injury could not be determined. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr) and unspecified tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 degenerative tricuspid regurgitation (tr) and prolapsed anterior leaflet for a triclip procedure. During the procedure, 3 triclips were implanted successfully. Post deployment, third triclip had single leaflet device attachment(slda) from the septal leaflet. A leaflet tear was also observed. The tr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.